Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist dialed into the station and followed (station slow login netbios - ka000008629) to disable the netbios to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was running slowly. The customer reported that the malfunction occurred when a user was trying to issue medication to a patient and there was a slight delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.